Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4).

Event description:
The hospital reported the unit would suddenly shut down on ac power. There was no report of patient involvement.